Manufacturer narrative:
(B)(4). The company service representative examined the system and found that the video camera microscope (vm) and the optical coherence tomography (oct) adjustments and control points were not within specifications. The company service representative performed adjustments to the vm/oct and then performed several mock surgeries, with no problems found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a drift in the specifications of the vm/oct control points. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, blisters in the descemet of the main and secondary incisions were noted following laser assisted cataract surgery. A portion of the procedure was performed manually with a scalpel. The cornea took three days to recover. Additional information requested.